Event description:
The prismaflex set was reportedly unloaded from the prismaflex control unit while the patient was still connected to it. The patient blood lines were clamped but one of the four bags was red colored with blood. The patient was given two units of blood and the crrt treatment was recommenced on another device.

Manufacturer narrative:
This event is most likley associated with use error. Unloading of the prismaflex set during an ongoing treatment indicates the operator ignored the warnings on the prismaflex screen. Before the set is unloaded, a warning appears on the screen stating all lines must be clamped before unloading the set. The operator is then instructed to press the unload soft key to confirm that the patient is disconnected in order to proceed with the unloading of the set. This warning is also provided in the prismaflex operator¿s manual. There is no information to reasonably suggest that any gambro product caused or contributed to the reported event. The prismaflex control unit with sw 6.10 involved in this event does not have 510 (k) clearance but is similar to prismaflex control unit sw 5.10 (510(k) clearance k110823). There is no information indicating that the prismaflex control unit has been inspected by a gambro technician (or any other technician). The treatment data card files from the prismaflex control unit have not been provided.